Manufacturer narrative:
Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code (B)(4)-no code available used to capture need for additional intervention device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with the maxframe full ring 180mm on unknown date. It was noted on unknown date that the device had cracked. Surgeon used a distraction osteogenesis (do) system and attached a do half ring to the broken maxframe full ring via five (5) threaded rods and twenty (20) nuts. The half ring spanned the crack in the maxframe full ring to provide stability to the frame. The entire frame will be removed as previously scheduled. This report is for one (1) maxframe full ring 180mm this is report 1 of 1 for (B)(4).